Event description:
It was reported that following a pump replacement to a larger pump, the patient experienced several medical events. In 2009, the patient "bottomed out" and was hospitalized with low blood pressure, "respirations low", "sugar below 20", elevated serum creatinine of 4.8 and elevated bun. At this time, the pump contained baclofen, morphine, and ziconotide. The patient's husband "suspected a morphine overdose". The patient was treated with narcan and was discharged back to the nursing home five days later. The next day, the patient was admitted to the intensive care unit with elevated creatinine 4.9 and high bun. At that time, all medication from the pump was removed. Three days later, the patient left the intensive care unit, but remained hospitalized. Two days later, the patient received a baclofen bolus. Three days later, baclofen was reintroduced into the pump at "10 mg/day". Then, because of possible morphine withdrawals, the patient was given oral percocet. She was discharged two days later. The following month, the patient experienced mild psychological disturbances that progressed to dementia and hallucinations within a month. "The patient 'experienced everything on the prialt list' for psychological problems: anger at the nurses, paranoid about the government, acts like she's talking on the phone but there was no phone, and threw husband out of the room saying he's not caring for her right. She has gone to a doctor 5 times about this and the doctor said it 'looked like dementia' but not exactly. He 'used the word alzheimer's". One month later, the patient was hospitalized for mental status changes and "baclofen overdose/underdose". The patient's husband was concerned that prialt may still have been in the pump. The patient was discharged back to the nursing home one week later. "When the patient left the hospital, she was more lucid but when her intrathecal baclofen was restarted, she became demented and started hallucinating again". The patient's husband had concerns related to if prialt could still be in the patient's system versus a "morphine/baclofen overdose". A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.